Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, three days post implant, the implantable cardiac monitor (icm) detected pause episodes due to loss of contact. The device remains in use. No patient complications have been reported as a result of this event.